Event description:
It was reported that during the implant procedure, the new implantable cardioverter defibrillator (ICD) was connected and was placed in the pocket. While suturing the pocket closed asystole was seen on the monitor. The ICD was removed from the pocket and pacing resumed. The doctor tugged on each lead and again no pacing. It did not matter which lead was tugged on, there was no pacing. The leads were checked through the analyzer and all measurements were stable. The leads were connected to the device again and intermittent no pacing was observed. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found, concomitant products: 6947 implantable tachy lead implanted: (B)(6) 2008; 5594 implantable pacing lead implanted: (B)(6) 2008. (B)(4).